Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one instrument and one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload had a full staple complement. Functionally, the instrument was loaded with post market vigilance representative loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The reload was loaded into the subject instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture.

Event description:
According to the reporter d stapler only partially fired and left hole in rectum. Surgeon had to oversew hole which added 2 1/2 hours to the case. On (B)(6) 2016, new information was received. The patient alleges injury his health, strength and activity, sustaining severe shock and injury to her nervous system and person, causing mental, physical and nervous pain and suffering and resulting in disability all to his damage.

Manufacturer narrative:
(B)(4). New information received on july 13, 2016.

Event description:
Additional information received on july 13, 2016. On (B)(6) 2014: pre-op diagnosis complicated diverticulitis, colovesicular fistula. Underwent robotic laparoscopic hand assisted low anterior resection, diverting loop ileostomy. Anastomosis with eea 29, negative leak test. Complications noted in operative note: "endo gia covidien 60 misfired in pelvis, partial stapling and complete cut, gaping wound in rectum, no significant contamination, oversewn in 2 layers and stapled below." On (B)(6) patient complained of pain and abdominal distension. CT and x-ray were performed and identified post-op ileus. Discharged (B)(6) 2014. On (B)(6) 2015: pre-op diagnosis ileostomy. Post-op diagnosis: ileostomy, colorectal anastomotic stenosis. Patient underwent rigid sigmoidoscopy, dilation of colorectal anastomotic stenosis and ileostomy takedown. On (B)(6) 2015 progress note: "doing well, no c/o anastomotic stenosis."